Event description:
It was reported that after the pt fell down the stairs and on the neurostimulator (ins), the ins was not changing and the pt was not feeling any stimulation. The battery would charge only to 1/8 charge. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).